Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported that an I-stat chem8+ cartridge yielded unexpected results for sodium. The same sample was tested on (B)(6), 2010 on the I-stat at 00:29 and in the laboratory at 00:32: sodium, I-stat results: 117 mmol/l, lab results: 140 mmol/l.